Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found within specification in relation to the reported device powered off without user input which was confirmed through evaluation when using the customer supplied battery. During evaluation, the customer supplied battery was determined to be the failed component. Evaluation determined the cause of battery failure to be corrosion on customer supplied battery contacts due to fluid intrusion, causing an intermittent connection. The battery has been replaced.

Event description:
It was reported that a spectrum pump powered off without user input in the intensive care unit during set up. It was also reported there was no patient injury.